Manufacturer narrative:
A bec field service engineer replaced lines 142, 145, &127 to correct the wash concentrate leak. Bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report observing yellow dried crystals on the bottom of the hydro-pneumatic drawer and fluid leak. The customer was unable to identify the source of the leak. No injury or exposure was reported.